Manufacturer narrative:
Field service inspected the ventilator and determined that the mode select pcb was the cause of the psv failure. Lab test: test the pcb in a test unit showed no problems with the psv breath delivery.

Event description:
Psv working intermittently.